Event description:
Information received indicates no brake at the head end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm and hex rod were missing. The technician used a brake/steer upgrade to repair the stretcher.